Event description:
Customer reports a rash on her face. Md seen, prescribed an unspecified cream and advised to discontinue use of the soclean.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.